Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. The patient had a previous mesh implant on (B)(6) 2012 which is captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/20/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 12/17/2020. Additional information a1, a2, b7, d3, g1.

Manufacturer narrative:
Date sent to FDA: 8/8/2019. Additional narrative: it was reported that she experienced hernia recurrence, adhesions, mesh migration.